Manufacturer narrative:
At this time product has not yet been returned. The reported precision xceed meter's manufacturing year is before 2010, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. If the reported product is returned, an investigation will be performed.this also serves as a correction report. Section g-5 (pma510k#) was incorrectly documented in the initial MDR 30 day report. Section g-5 has been updated.

Event description:
Customer reported he was unable to test due to his adc meter powering on with button press but not with test strip insertion. Customer experienced a loss of consciousness and was taken to a hospital where a laboratory glucose result of 70 mg/dl was obtained. Customer was hospitalized and administered unspecified medication. It is unknown when he was discharged. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc meter powering on with button press but not with test strip insertion. Customer experienced a loss of consciousness and was taken to a hospital where a laboratory glucose result of 70 mg/dl was obtained. Customer was hospitalized and administered unspecified medication. It is unknown when he was discharged. There was no report of death or permanent injury associated with this event.